Event description:
It was reported that while stimulation was turned on the patient experienced stimulation in the wrong location. This event occurred following a fall two weeks after surgery. The patient was now in group c and felt stimulation in the correct location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).